Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston did not rewind. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the insulin did not exit rewind loop. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Device rewind properly.